Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the vns patient had a full revision surgery on (B)(6) 2012. The leads were replaced due to high impedance and the generator was replaced for prophylactic reasons. Attempts were made for the return of the explanted product for product analysis but it has not been received by the manufacturer.

Event description:
On (B)(6) 2011, clinic notes from a vns treating neurologist were received through case management. Review of the clinic notes dated (B)(6) 2011, revealed that the patient has high impedance. The patient's last diagnostics within normal limits was their previous visit on (B)(6) 2011. On the clinic notes dated (B)(6) 2011, the patient was stated to be having frequent drop attacks and at least one episode for which he was taken to the hospital with a hit to the forehead but this is not out of the norm for the patient since he has almost daily drop attacks with 1-2 per day. The patient was referred for surgery due to the high impedance and his device was disabled. Although surgery is likely, it has not yet occurred. Although additional information regarding the high impedance is being requested from the neurologist, no further information has been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.